Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had repeated 307 faults on the system. The customer elected to covert procedure to another da vinci surgical system with no reported injury. Procedure was completed with no patient harm.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported issue. The rac was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycle and it sat idle for one hour. Unable to reproduce error 307. However, the error was confirmed on system logs.